Event description:
It was reported that this right atrial (ra) lead exhibited noise. The lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.